Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos showed a tube containing blood with its stopper still attached and no hemogard shield. Additionally, 29 retained samples were sent for testing. The functional tests indicated that one out of 14 samples failed, while all other tests showed no failures. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube failed to be removed while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube failed to be removed while on the analyzer. No adverse impact was reported regarding the patient or user.